Event description:
Information was received from the np noting that it is unclear what caused the increase in seizures, possibly low vns battery. Medication was increased until battery could be replaced. The seizures were back to pre-vns levels. The explanted generator was received but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet current for the programmed settings. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist, and the intensified-follow-up-indicator (ifi) condition is an expected event. There were no performance, or any other type of adverse conditions found with the pulse generator.no further relevant information has been received to date.

Manufacturer narrative:
B5. Corrected information, initial report: inadvertently did not report device replacement d6b. Corrected information, initial report: did not include explant date f10. Corrected information, initial report: did not include code f1905 for device replacement h6. Corrected information, initial report: did not include codes b01, b17, c19.

Event description:
The generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's battery is low and she does not feel like the magnet is working anymore due to increase in seizures. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.